Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the set being broken in the package could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: customer: here are the details for the set we had to pull (lot specific) due to damaged tubing in the packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: customer: here are the details for the set we had to pull (lot specific) due to damaged tubing in the packaging.